Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and eleven months following the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital requiring a pacemaker insertion. The patient was found to be in heart failure with shortness of breath. Diuretics were prescribed and the patient is currently asymptomatic. The following day, a transesophageal echocardiogram (tee) revealed the valve appeared to be well-seated. Possible prolapse/flail of the left cusp was noted. No obvious vegetation was noted. Moderate-severe aortic valve regurgitation was noted. No aortic root thickening or abscess was noted. The patient was referred to another hospital for a possible valve-in-valve.

Manufacturer narrative:
Updated data: b2. An outcome attributed to adverse event was added b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and eleven months following the implant of this transcatheter aortic bioprosthetic valve (tav), the patient was admitted to the hospital requiring a pacemaker insertion. The patient was found to be in heart failure with shortness of breath. Diuretics were prescribed and the patient is currently asymptomatic. The following day, a transesophageal echocardiogram (tee) revealed the valve appeared to be well-seated. Possible prolapse/flail of the left cusp was noted. No obvious vegetation was noted. Moderate-severe aortic valve regurgitation was noted. No aortic root thickening or abscess was noted. The patient was referred to another hospital for a possible valve-in-valve. Additional information was received to note the 3mensio report generated with pre-operative sizing and planning for potential tav replacement revealed the 29mm valve reportedly failed secondary to moderate-severe aortic regurgitation. The 3mensio report also noted possible pannus/thrombus or thickened leaflets versus inadequate contrast filling seen inside the tav frame and possible plaque/thrombus was observed in the native sinuses. The sinotubular junction (stj) left coronary cusp was 0.6mm below the top of the pinned leaflet and the stj right coronary cusp was 0.5mm below the top of the pinned leaflet. The 3mensio report suggested two treatment options: 1) surgical explant of the medtronic valve and replacement with a surgical aortic valve, or 2) redo tav replacement, valve-in-valve; however, no official decision was made on how or when to proceed with tav replacement.